Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The patient was treated with injection reflin (1g, daily, route and duration not reported), injection tobramycin (40mg, one daily, route and duration not reported), and injection heparin (dose, route, duration, and frequency not reported) for peritonitis. The cause of the event was unknown. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 3 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).